Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. It was recommended to replace the spare parts so that it can be used normally. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air/water valve exhibited corrosion. There was no patient involvement.